Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during the implantation procedure that when the lead was being advanced in the patient's svc, that the helix extended out of the tip of the lead. The lead was removed and replaced with another lead. No patient complications were reported due to this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected name for initial reporter. Corrected title for initial reporter. Corrected device codes. Evaluation summary: (B)(4): no anomalies found, but blood noted on distal conductor and helix; full lead returned and analyzed.